Manufacturer narrative:
Evaluation summary: one sample returned for evaluation contained in its original unit carton also contained in the carton is its original opened unit pack. Visual examination shows no sign of any defect. The stylet wire was not returned with this unit. The returned unit was inflated using the parameters set out in if001. The returned unit inflated/deflated without any issue. The returned unit was inflated/deflated three times without any restriction noted. The most probable root cause is the end user did not fully depress the inflation valve during the deflation process. All of our product under goes a four hour inflate/deflate and it is at this stage of the process that any defects are removed from the lot. The reported defect could not be detected on the unit returned for evaluation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a communication regarding a cuff that could not be deflated. The customer indicated that there was no patient involvement as the issue was found while checking prior to use.